Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva single port with maxzero had leakage after disconnection. The following information was provided by the client: "customer advises that they had an incident where a bd maxzero connector "leaked" at the surface of the connector after disconnection of the rapid infuser tubing from the connector. They said that it was not just a drop on the surface of the connector that remained but rather fluid was still coming out of the connector."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 02-may-2022. H.6. Investigation summary: our quality engineer inspected the representative sample submitted for evaluation. Bd received one sealed 20g x 1.00in. Nexiva unit from lot number 1287556. The unit was opened and visually inspected. There was no damage or defects observed on the unit. The nexiva luer was tested for leakage where no leakage was observed. The maxzero needleless connector was then tested for leakage by flushing the component by itself and then connected to the luer of the nexiva. No leakage was observed in either scenario. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva single port with maxzero had leakage after disconnection. The following information was provided by the client: "customer advises that they had an incident where a bd maxzero connector "leaked" at the surface of the connector after disconnection of the rapid infuser tubing from the connector. They said that it was not just a drop on the surface of the connector that remained but rather fluid was still coming out of the connector."